Event description:
It was reported that the anesthesia workstation measured a higher fico2 level than expected during an extended time period. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation concerning the reported issue with a larger than expected difference between measured etco2 and paco2 has been finalized. We have not identified any technical malfunctions with the reported device. A log evaluation shows that there were clinical alarms indicating leakages, leading to a decrease in delivered volumes and oxygen concentration. There are no technical errors in the logs that suggests that there were device malfunctions during the event. Etco2 measurements with an extra external capnometer, both in clinical and laboratory settings have demonstrated equal values of etco2. Hence, it can be concluded that the etco2 measurement is correct. The device shows volume and flow expressed at btps according to standard since 2015 (iso 80601-2-13 201.5.101.2). Before this, volumes and flows were expressed in ap21 (ambient pressure and temperature 21 °c dry gases). The clinical consequence of this change, ap21 to btps, is that the volume delivered from the device outlet now is about 12% less. Anesthetist now set how large the patient¿s lung expansion shall be and not which volume the ventilator shall deliver. In the chapter general information in the user's manual it is stated how flow and volumes are expressed. The root cause of the reported event has not been determined, however there are a few possible contributing factors to the difference between measured etco2 and paco2. While setting the tidal volume for the patient, the operator might not consider the difference between btps and ap21 and that the external equipment, e.g. Tubes, are adding extra dead space to the system. Or the sample point for etco2 is not close to the endotracheal tube (which might lead to an increased difference between etco2 and paco2). Apart from the clinical alarms, most likely caused by leakages which may have contributed to the increased difference between measured etco2 and paco2, our conclusion is that the device is functioning according to design.

Event description:
Manufacturer´s ref #: (B)(4).